Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Revision operative report indicates patient was revised due to pain, metal synovitis, large volume of fluid that had grainy particulate matter and was slightly cloudy, rent in the pseudocapsule, mucous-type material coated the back of the cup.

Event description:
Update rec¿d (B)(4) 2013- legal claim received. The doi was provided. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.